Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. What is meant by the ¿suture had loosened¿ post-op. Please provide details. Did the patient¿s tissue tear? Did the suture pull out of the tissue? Did the suture break post-op? Did the knots un-tie post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? The initial event indicated there was a surgical delay. How long was the delay? Was this delay during the initial procedure or during the reoperation? Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a finger surgery on (B)(6) 2024 and suture was used. Post-op, the suture at the site of the finger tendon had loosened 7 days after the surgery, and the operated tendon had not healed. The surgeon had to remove the suture and re-operate it as soon as possible. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6 health effect - impact code, h6 medical device problem code additional information was requested, and the following was obtained: the diagnosis and indication for the index surgical procedure? Tendon repair on what tissue was the suture used? Tendon(fdp) what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal how was the suture placed (interrupted or continuous)? Both how was the suture originally tied (multiple knots, square knot, etc.)? Multiple knots please describe any medical/surgical intervention required for this suture event including dates and results. What is meant by the ¿suture had loosened¿ post-op. Please provide details. Tendon repair again did the patient¿s tissue tear? No did the suture pull out of the tissue? No did the suture break post-op? Yes did the knots un-tie post op? No did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Yes the initial event indicated there was a surgical delay. How long was the delay? There was no delay was this delay during the initial procedure or during the reoperation? None of them was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? No, prolonged healing. But now he is good. What symptoms did the patient experience following the index surgical procedure? Onset date? - other relevant patient history/concomitant medications? - what is the physician¿s opinion as to the etiology of or contributing factors to this event? No idea what is the patient's current status? He is operated again and good now